Event description:
A customer contacted beckman coulter inc. (Bec) reporting fluid leaking (20 to 50 mls) into the tray below the blood sampling valve (bsv) on the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The leak was contained within the instrument. Customer also indicated that no results were being run on controls at the time the leak was discovered. All results were represented with . All complete blood count (cbc) and differential results were flagged with partial (p) aspiration flags. The customer suspected a clog in the aspiration system. The customer was wearing personal protective equipment (ppe), including gloves when the leak was detected. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012, and discovered that the aspiration tubing was off of the aspiration port on the blood sample valve (bsv). The fse reattached the aspiration tubing to the bsv, which resolved the issue. No discrepant results were generated and a failure mode was identified which has the potential to cause discrepant results. The failure could result in an impact to all patient results by flagging all parameters with a system flag of p. Failure mode: aspiration tubing was off of blood sampling valve. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).